Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap and buttery tube. Insulin pump powerd on after replacing the battery cap. Insulin pump monitored for several days. Pump passed displacement test , idle current, run current, self-test and off no power test. No alarm error during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 500 mg/dl. Customer states other blood glucose was 230 mg/dl. The customer was treated with manual injection. Customer also states that insulin pump had off no power alarm without low battery alarm. The insulin pump will be returned for analysis.